Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that there were no issues with the product and the patient did well on the day of implant. However, the patient showed up in the clinic approximately two weeks post implant complaining of groin pain and had a hematoma. It was reported that the CT revealed that there was a dissection in the right common iliac which was surgically repaired. The physician stated that the possible cause of the dissection may have been created from passing the device through the access artery. The patient was discharged and did well. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial trauma/dissection/perforation), patient¿s condition affected effectiveness of device (anatomy related; access vessels); evaluation, conclusions: inherent risk of a procedure (arterial trauma/dissection/perforation), device failure related to patient condition (anatomy related; access vessels).